Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in an intravia container while compounding. The pm was described as small, clear, and hard, and was contained within the product. The pm was observed while compounding intravenous phenylephrine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not received for evaluation an the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.